Event description:
It was reported ongoing occlusion alarms occurred. The customer changed supplies multiple times in an attempt to resolve the occlusion but reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin and trusteel infusion set, tandem technical support educated the customer this is considered off label use per the tandem user guide.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem user guide "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." H3 other text : device not returned